Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the hypotube was kinked in multiple locations. These kinks were consistent with excessive force having been applied to the delivery system. An examination of the shaft polymer extrusion was performed and identified no kinks and damage. No damage was observed to the balloon; however the balloon folds were noted to be relaxed. An examination of the blades found that the blades were discoloured. No physical damage was found with any of the blades. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 10/3.25 flextome¿ cutting balloon¿ was selected for use. After the physician performed balloon dilatation 3-4 times, the balloon was unable to be withdrawn. A non bsc guide catheter was used for retrieval and another balloon was inflated to remove the device. The procedure was completed with a non bsc device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that withdrawal difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 10/3.25 flextome¿ cutting balloon¿ was selected for use. After the physician performed balloon dilatation 3-4 times, the balloon was unable to be withdrawn. A non bsc guide catheter was used for retrieval and another balloon was inflated to remove the device. The procedure was completed with a non bsc device. No further patient complications were reported and the patient's status was good.